Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026.the infusion set was in use for two days. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.